Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly displayed a black screen during a procedure, delaying patient care. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that after replacing the all-in-one screen and the device was working as intended. The device was tested, and no further issues were noted. The system functioned as intended.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, d1, d4, d5, e2, e3, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-jan-2022 to 05- jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unexpectedly stopped responding and displayed a black screen. A field service engineer replaced the power supply and all-in-one screen, the device was working as intended. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis anesthesia station es system unexpectedly stopped responding and displayed a black screen causing delay in patient care. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.